Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported ((B)(6)) the patient underwent a revision procedure on (B)(6) 2016 where it was determined the lead had migrated upwards and had slipped through the long anchor that was implanted during the original implant procedure. During the revision procedure the original electrode was drawn downward in the original location and tested. The physician added extra sutures aroung the original long anchor. Therapy was resumed and effective stimulation was obtained.